Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported during a trial procedure on (B)(6) 2021 that the physician had a difficult time accessing the epidural space. After multiple attempts, the case was aborted and the lead was removed.